Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when the patient starts their (B)(6) (electric car) they feel a shock and a sight buzz near their ins pocket, which goes away after they start the car. They also have the same feeling when using their (B)(6). The patient stated that a contributing factor was that she might have lifted a box that was too heavy. The rep told them to turn off the device if she was using those products. When the device is on, the patient has symptom control.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that, as further actions/steps taken to resolve the issue, the patient had decreased the stimulation and changed the program there were no further complications reported or anticipated.